Event description:
Patient laying quietly in bed. Patient pressed the electronic hand control to raise the head of the bed. Bed made a grinding noise and then the head of the bed twisted. No injury to patient. We notified the manufacturer, hill-rom. Manufacturer came on-site and took the defective bed away. FDA safety report ID# (B)(4).